Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a full lead was returned and analyzed. Visual analysis confirmed that there was no stylet was returned with the lead and there was apparent explant damage to the lead. The distal and defib conductor was distorted. All conductors had blood/body fluid (not obstructed). There was also blood/body fluid on the outer tubing overlay. The outer tubing overlay was kinked/buckled and showed environmental stress cracking. The outer tubing environmental stress cracking showed a breach (non-electrical) and there were was outer insulation breached cut and cosmetic depression. Blood was noted on the helix mechanism.

Event description:
It was reported that the doctor was not able to advance the stylet into the right ventricular lead while extracting the lead during a change out procedure. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.